Event description:
It was reported that an asymptomatic patient presented to clinic, the atrial lead exhibited noise reversion episodes. On (B)(6) 2014 atrial noise was again noted via a merlin.net transmission. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.